Manufacturer narrative:
The device was returned for evaluation. The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in italy, regarding an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. Per pre-deco findings, the esheath from the procedure (that was re-used with the new commander + crimped valve that was attempted to implant) was returned revealing a liner tear along the sheath shaft and a liner strand at 11cm from distal tip (0.5 cm in length).

Manufacturer narrative:
The device was returned for evaluation. The returned device was visually examined, and the following was observed: crimped valve was stuck in sheath hub, liner fully expanded as designed, but with a liner tear and liner strand. The liner tear was along entire length and liner strand at 11cm from sheath distal tip and with 0.5cm in length. Distal tip opened as designed but with a small hole and damage in the soft tip. Sheath shaft scratches. Liner thickness was measured along the liner tear and all measurements met specification. The reported events were confirmed through evaluation of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Additionally, dimensional analysis of the returned sheath revealed that the liner thickness was within specification. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, during the procedure, the valve was placed in a correct position at the beginning, but then migrated to the lvot. It was tried to grab the valve with the delivery system balloon unsuccessfully due to a balloon rupture, and the ds was pulled out through the esheath and it was removed without any difficulty. Then, it was decided to use another 29mm s3 valve inside the first s3 to solve the remaining insufficiency with a well-placed valve. The ds with the new valve was inserted through the same esheath of the first valve. During the alignment, the first valve embolized into the left ventricle. The second system was removed as a unit. The withdrawal was performed without difficulties, but it was rough and quick due to the urgency. Here it was suspected that the esheath could have been damage. It should also be noted that the thv was implanted in non-calcified aortic valve. The sapien 3 thv (s3) with the commander delivery system (ds) is currently indicated for use in patients with heart disease due to native calcific aortic stenosis or all levels of surgical risk for open heart surgery. Therefore, this is considered an off-label operation. During evaluation of the returned device, a liner tear along entire length, a liner strand, and a small hole and damage on the soft tip were observed. Sheath shaft scratches were also observed on the returned device, suggesting presence of calcification in the access vessel. Sharp nodules of calcification within the access vessel can damage the sheath tip or liner through direct contact during sheath insertion. Although no withdrawal difficulties were reported during either of the two withdrawals through the sheath, a burst balloon or excessive manipulation can also damage the sheath tip and/or liner. As such, available information suggests that patient factors (calcification) and/or procedural factors (excessive manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.